Event description:
It was reported that this implantable pacemaker was suspected to have exhibited premature battery depletion (pbd). Furthermore, there were differing longevity estimates observed from seven years to four and a half years. Requested data analysis from technical services (ts). At this time, no additional information has been received. The device remains in service and no adverse patient effects were reported. Additional information received that the device files were not saved for the suspected pbd, therefore data was not submitted to technical services (ts) for analysis. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to have exhibited premature battery depletion (pbd). Furthermore, there were differing longevity estimates observed from seven years to four and a half years. Requested data analysis from technical services (ts). At this time, no additional information has been received. The device remains in service and no adverse patient effects were reported.